Event description:
It was reported that during a cholecystectomy procedure, the clip was deployed onto a structure and jammed. The surgeon had to break the jaws of the device to remove the clip applier from the structure and through the trocar. Unk how case was completed. There was no adverse consequences to the patient.

Manufacturer narrative:
Crimp. Eval summary: the analysis results confirmed that the instrument was non-functional. The instrument was noted to have the top jaw detached. The shaft was noted to have a non-conforming t shape orifice. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.